Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, brown particles, curved opening. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified: a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage and particles on fill channel assessed as particle leakage.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.